Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately twenty-six days post initial right tha, the69 y/o female patient was brought back for right hip pain. Sales rep was unaware if patient fell or had any type of trauma to the hip. She fractured her lesser trochanter. The hip was dislocated, the femoral head and stem removed. The fracture was reduced with the use of a cable system. The poly liner was removed with the help of a bone screw. A new g4 alteon 36mm liner was implanted and a long smith and nephew hip stem was cemented in place. There was no breakage of device or surgical delay/prolongation. Patient was last know to be instable condition following the event. Photos and x-ray received, the devices are available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information regarding fracture. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical products: alt xle lnr extcov g4 36 (cat# 01-030-42-0436 / serial# (B)(4)); biolox delta femoral head 36mm od, +3.5mm (cat# 170-36-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately twenty-six days post initial right tha, the 69 y/o female patient was brought back for right hip pain. Sales rep was unaware if patient fell or had any type of trauma to the hip. She fractured her lesser troch. The hip was dislocated, the femoral head and stem removed. The fracture was reduced with the use of a cable system. The poly liner was removed with the help of a bone screw. A new g4 alteon 36mm liner was implanted and a long smith and nephew hip stem was cemented in place. There was no breakage of device or surgical delay/prolongation. Patient was last know to be instable condition following the event. Photos and x-ray received, the devices are available for evaluation.